Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level as the issue did not cause the level to exceed 500 mg/dl. Technical support provided the customer with pump reset information and customer declined further troubleshooting.